Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 500 mg/dl, which he attempted to treat via bolus. The customer received a no delivery alarm. However, the patient was able to prime without incident and resolve the no delivery issue. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was able to rewind. The insulin pump was not returned for analysis.